Event description:
During the index procedure the patient had 2 endeavor sprint drug eluting stents implanted in the rca. Patient suffered an mi approximately 53 months post index procedure. Investigator has assessed that the event was not related to the study device. The event was unresolved.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).